Manufacturer narrative:
The investigation of positioning issues has been completed. Clinical information reported that after placement of the impella cp, they experienced a tuohy borst failure to lock allowing the catheter to move. The returned complaint pump was visually inspected. No cannula kink or catheter kink was observed. No issue or damage observed on the repo unit and tuohy borst. The tuohy borst moved along the catheter normally. The sterile sleeved was noted to be detached. The cause of the positioning issue most likely was use related as the returned pump repositioning unit functioned properly. B.7 information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26711. D.4 revised serial number, lot number and unique identifier (UDI) # as they were entered incorrectly on the initial manufacturer device report number 1220648-2025-26711. E.1 added us phone number and fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26711. H.5 revised selection as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26711.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The tuohy borst failed to lock, allowing catheter to move. The impella cp was removed using side access port and new impella cp was placed. No patient harm was reported.